Event description:
In this event it is reported that a propex pixi eur was giving incorrect measurements. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Dentsply sirona UK. Engineer's findings: 'the customer has advised that the back casing is broken and that the device is not providing accurate readings, the measuring cable, charger and file clips haven't been sent in for a full assessment to be carried out. Unit set up and evaluated, upon inspection both the front and rear casings were damaged and so both cases were replaced along with a new aaa rechargeable battery. Battery charged overnight and unit tested at 3 depths using our test equipment with the device responding successfully.